Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated that they were not touching the pump when the alarm went off. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm noted. The insulin pump esc button did not respond due to corroded keypad trace. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.